Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was unable to hear the beep during a no delivery alarm. Customer stated that the beep is very faint. Self test was performed and passed. Customer's current blood glucose reading is 300 mg/dl. No further information reported.